Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 03 jan 2020. G4: 30 jan 2019. The reported device was not returned for evaluation as it was discarded by the customer. The reported condition of a fractured implant could not be confirmed. A device history record (DHR) review and complaint history review could not be performed as the reported device and lot are unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the DHR and the age of the implant, the product was within specifications and conforming when it left zimmer biomet. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No new information to report

Manufacturer narrative:
(B)(4). The reported device has not been received for evaluation. It is unknown if the device will be returned for evaluation. If the device is received, a follow up medwatch will be submitted.

Event description:
It was reported that an unknown implant fractured.